Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having asthma. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma related to a CPAP device's sound abatement foam. There was report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil is unable to directly address the symptoms outlined in the complaint. Pil can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil confirmed no presence of degraded sound abatement foam using a fitt. Pil can confirm the presence of contamination in the airpath. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed. Mineral spots consistent with water ingress were found on the motor casing and within the blower box. Water ingress has been previously addressed. The presence of contamination suggests a source external to the device. Section h6 updated in this report.